Manufacturer narrative:
For the investigation the information provided by the dräger service technician was analyzed. No logs were available for the investigation. The reported behavior could be verified based on the on-site investigation. The technician identified the pba m16.2 circuit board as the root cause. He replaced the circuit board and the cf card and reinstalled the software. The device was then tested by the dräger service technician in accordance with the manufacturer¿s specifications with no deviations. During the incident the device responded to the faulty component as specified and triggered an alarm. The user then turned it off using the rocker switch. As a safety feature of the system, the safety software analyzes and verifies the proper functioning of the device. If the safety software detects an internal malfunction in the ventilator, a local restart of the ventilator is triggered. If the device interrupts ventilation, the valve for emergency ventilation opens to the environment, allowing for spontaneous breathing. Audible alarms would alert the user to the problem. If the ventilator cannot be successfully reset within the first 8 seconds, another restart is triggered. After three unsuccessful restarts, the system would automatically shut down and trigger a corresponding alarm. The emergency ventilation valve remains open, allowing for spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down during operation with an auxiliary alarm. The device was then switched off using the rocker switch. When switched on, the device initially boots up as usual, but then always ends up on the error screen. No health consequences for the patient were reported.